Event description:
It was reported that the lesion was located in the proximal circumflex with moderate tortuosity and mild calcification. The mini vision stent delivery system (sds) broke [separated] while advancing over the guide wire. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, additional information was received stating that resistance was noted while advancing the mini vision device over the non-specified guide wire. Subsequently, the distal shaft became separated prior to the mini vision entering the patient anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire and shaft separation was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.